Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 375cc breast implant was found to be deflated. In addition, a tear was found on the posterior view, measuring approximately 4.4 cm. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: left intact; deflated upon removal (not identified as devices were not labeled when received). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old multiracial female patient underwent primary breast augmentation with a 375cc mentor smooth round moderate profile on both sides and experienced breast implant deflation on her right side postoperatively. As a result, the device was explanted on (B)(6) 2021. On august 23, 2021, the mentor failure analysis lab received the two devices for evaluation with lot numbers imprinted on them. On august 30, 2021, mentor received confirmation that right implant was deflated, and left implant was intact. However, when doctor opened pocket, surgical damage occurred during explantation to the left device. Since two devices were received without lot numbers imprinted, both are being reported. This supplemental report is for the lot 240073, and hence, left side. If additional clarification is received, supplemental report will be submitted.